Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a driver was found in the office with a twisted head. Therefore, the product was put off to the side. No patient injury or procedure involvement has been reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The reported event was confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of this failure is related to plastic deformation as a result of the design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.